Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that clear blue plastic luer end noted to have loose piece of plastic lodged into it prior to placing the needleless connector on it. Did not reach patient/person -- detected before use or does not touch patient during use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a loose plastic piece is confirmed and was determined to be supplier-related. The product returned for evaluation was one 19g x 0.75in. Safestep infusion set w/ y-site. A gross visual inspection of the returned unit found that no use residue or foreign material were present. Microscopic inspection found that damage to the outer diameter of the stem of the dust cap was present. The shape, location, and extent of the damage observed on the returned sample suggested that the dust cap may have been damaged during the assembly process of the dust cap at the manufacturing site. Although no foreign material was observed, it is likely that the damage to the dust cap resulted in a loose piece of material being deposited on the device. The supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.